Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. Upon visual evaluation, the device appeared to have blood residue on the distal tip of the stylet and was received with protective tubing and no yellow guard attached to the needle. The device was returned in initial position. Due to the condition of the returned device, functional testing was not performed. Therefore, the investigation is kept as inconclusive for the reported failure to prime and failure to fire issue as the functional testing was not performed, due to the condition of the returned device. A definitive root cause for both alleged failure to prime and failure to fire could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using the maxcore instrument. During the procedure, the product loading was not smooth, and the slides did not move freely. It was further reported that the firing was not smooth. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.